Manufacturer narrative:
The suction regulator was replaced. No report of patient involvement.

Event description:
During routine maintenance, gehc service representative noted that the suction regulator would not adjust above 300mmhg. There was no report of patient involvement.